Event description:
Rptr noted a problem of discoloration with this product. At least 6 out of this box of 12 had a spot of discoloration ranging from small to large. It appears that the emblem ink is coming off. Rptr also would like to see a 1-800 number listed on the package for anyone who would like to speak to a rep concerning this product.